Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the middle of the pump touch screen was unresponsive. The contact was unable to provide any information regarding the customer's blood glucose level. The contact confirmed that the pump would continue to be used for insulin therapy and also verified that an alternate method of insulin delivery was available.